Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, 90% stenosed, de novo, proximal to distal right coronary artery (rca), predilatation was performed with a non-abbott balloon catheter and the 3.5 mm x 18 mm xience v stent was deployed in the distal rca; intravascular ultrasound (ivus) confirmed good stent apposition to the vessel wall. A non-abbott thrombus capture catheter was deployed proximal of the 3.5 mm x 18 mm stent in the distal rca and became stuck. The 3.5 mm x 15 mm xience v stent was implanted in the proximal rca. During removal of the thrombus capture catheter it was stuck with the proximal stent struts of the deployed 3.5 mm x 18 mm xience v stent in the distal rca. The two devices were backed-out toward the proximal rca. The 3.5 mm x 18 mm xience v stent was overlapping the 3.5 mm x 15 mm xience v stent in the proximal rca. The 3.5 mm x 18 mm xience v stent was collapsed against the vessel wall at the proximal rca. The 3.5 mm x 18 mm xience v stent was fully covered with a 3.5 mm x 28 mm xience v stent. A 3.5 mm x 23 mm xience v stent was deployed at the distal rca. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). In this case, the xience v stent delivery system (sds) and other devices used during the procedure were not returned for analysis which may have assisted the investigation. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. It is likely that the thrombus capture catheter inadvertently caused damage to the stent struts as they interacted. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified all stent delivery systems are subjected to a visual inspection during manufacturing. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.